Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right atrial (ra) lead and right ventricular (rv) lead had unstable threshold. The thresholds would vary from normal to no capture at maximum output. Both the leads were explanted and replaced. No patient complications have been reported as a result of this event.